Manufacturer narrative:
Device received with non-flashing white lcd screen due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to confirm missing segments or partial display due to solid white screen.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump¿s screen was just white. Customer¿s blood glucose was unknown. Customer advised to discontinue use of the insulin pump and revert to back up plan. Insulin pump will be returned for analysis.